Event description:
It was reported that there was a loading issue and when the lens was being inserted into the eye, the intraocular lens (iol) flipped in the cartridge and was inserted upside down. An incision enlargement was made during removal of the lens. It was stated that another lens was implanted and the patient is doing fine. No patient injury was reported.

Manufacturer narrative:
(B)(4). Half of the intraocular lens (iol) was received for inspection with one broken haptic and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.